Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. The patient was being considered for a revision procedure due to unknown reason. However, the patient was not given medical clearance to undergo a revision procedure. No revision has been reported and no revision will be scheduled.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; manufacture date ¿ unknown.